Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The report is being filed late due to an isolated oversight resulting from a personnel change.

Event description:
Patient developed adverse reaction with lesions, swelling, and redness 1 day post miradry treatment. Oral antibiotics were prescribed.